Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. Reportedly, the customer is unable to unlock the pump screen. Customer had elevated blood glucose levels over 300 mg/dl. Customer delivered an injection to stabilize blood glucose levels. Customer indicated the customer has back up manual injections for continued insulin therapy.